Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was alarming and was programmed to pump off state.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l50052, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph 25mmg/ml at 4.095mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported the patient had an emergency back surgery that led the physician to find a fracture in the catheter. Per the healthcare provider the patient had an acute onset of bowel and bladder incontinence and weakness and was unable to walk. The patient saw a neurosurgeon who ordered a myelogram that showed a question of a fractured catheter and then confirmed with an MRI. The physician requested the pump off authorization.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that while the pump was being programmed to off state, an empty reservoir alarm was seen. The pump had not been filled in at least 10 months due to the catheter fracture. The previously reported symptoms were not thought to be related to the device or therapy. Instead, the bowel and bladder incontinence, weakness, and inability to walk were caused by an epidural mass with thoracic spinal stenosis. The patient underwent posterior thoracic decompression surgery from t9-11 on (B)(6) 2016, and the symptoms improved. The cause of the catheter fracture was not determined, and the catheter and pump were still in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.